Event description:
Related manufacturer reference number: 3006705815-2022-17662. It was reported that the patient was diagnosed with dermatitis at the ipg and lead site. Ciprofloxacin was prescribed and surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.

Manufacturer narrative:
A patient was diagnosed with dermatitis at the ipg and lead site was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with ciprofloxacin to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead (s). Based on the documents reviewed, the source of the infection remains unknown.